Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced multiple drawer failures, during a procedure. The customer did not disclose the name of the procedure. The procedure was taking place in the labor room. Customer stated that the required medications were ephedrine and hemabate. Customer reported that the required medications were removed from a nearby station. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and determined that all drawers were not visible in the system bus. The field service technician replaced the communication bus cable, updated the device's firmware, and replaced the communication sled. The device was rebooted, all drawers were now visible in the system bus. Device confirmed operational.

Event description:
Customer reported that a pyxis medstation es system experienced multiple drawer failures, during a procedure. The customer did not disclose the name of the procedure. The procedure was taking place in the labor room. Customer stated that the required medications were ephedrine and hemabate. Customer reported that the required medications were removed from a nearby station.

Event description:
A customer contacted bd to report that the bd pyxis medstation es system experienced multiple drawer failures during a procedure. The customer did not disclose the name of the procedure. The procedure was taking place in the labor room. Customer stated that the required medications were ephedrine and hemabate. A delay was reported. Customer reported that the required medications were removed from a nearby station. No patient harm or serious injury was reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-aug-2020 to 22- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers, all cubies and tower were not shown on bus. The field service engineer powered down the station, checked pyxisbus cable connections. Restatred. Updated frimware, turned off firewall, rechecked network settings, replaced comsled, tested each drawer and tower individually with restart between. Replaced pyxisbus cable, failures cleared on restart. Turned firewall back on. The system functioned as intended after troubleshooted by the field service engineer.